Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Device analysis determined the condition of the returned device was consistent with the complaint incident. Additionally, there was damage to the hypotube. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. The inspection also revealed a complete hypotube separation 53cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination and tactile inspection revealed numerous kinks through the shaft of the device. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination presented no damage or irregularities to the balloon. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered and shaft kink occurred. The 85% stenosed target lesion was located in the diagonal artery. A 2.00mm x 15mm maverick²¿ balloon catheter was selected for use to predilate the lesion. However, the device could not cross the lesion and the balloon shaft was kinked in the second marker. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken.